Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had visual changes. The visual changes were reported after the patient woke up from anesthesia. Approximately three hours later the patient reported still having spots in their vision. The account was unable to provide any further status on the patient's recovery but did confirm that no interventions or treatments were provided for the vision issues. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.